Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a downstream occlusion occurred through troubleshooting of the device. A review of the event history log revealed multiple downstream occlusion messages. The service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. The reported condition was not verified. The condition was determined to be within specification during testing. No correction required. Should additional relevant information become available, a supplemental report will be submitted.